Event description:
Related manufacturer report number 1627487-2019-08104. It was reported that the patient may undergo surgical intervention to have full system explant. Reason for explant is currently unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient was requesting system explant due to ineffective therapy.